Event description:
It was reported that the ventilator was using too much oxygen with an intubated patient using assist control. Unable to get the ventilator into a hi-pressure o2 setting and the ventilator started autocycling. The transport team needed to make an unscheduled landing to pick up more oxygen to make the transport. No pt harm reported.

Manufacturer narrative:
Na